Event description:
Pt started having bach pain with numbness in the legs and tingling of the feet in may 2002. They visited the doctor who assured them that their circulation is good. Pt was given medications (muscle relaxants) they had MRI off the neck and x-rays. Pt finally had surgery in may 2002 and in dec. 2002 they started having problems with walking. Pt has pain that runs from the spine to their legs and tingling in their feet. A bone cement was fixed in the spine. During the surgery pt is now disabled.